Manufacturer narrative:
Device evaluated by manufacturer: the coyote es balloon catheter was received with no original packaging. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall near the distal end of the marker band. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed totally occluded target lesion was 2cm in length and located in a moderately tortuous superficial femoral artery. The physician used two non bsc guide wires and was unsuccessful crossing the lesion, finally the physician was able to use another non bsc guide wire and successfully crossed the lesion. The coyote es mr 1.5mm x 20mm x 143cm balloon catheter reached the target lesion with the intended use to pre dilate when the balloon ruptured at 6 atm on the first inflation. The procedure was completed with a sterling es 2mm. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed totally occluded target lesion was 2cm in length and located in a moderately tortuous superficial femoral artery. The physician used two non bsc guide wires and was unsuccessful crossing the lesion, finally the physician was able to use another non bsc guide wire and successfully crossed the lesion. The coyote es mr 1.5mm x 20mm x 143cm balloon catheter reached the target lesion with the intended use to pre dilate when the balloon ruptured at 6 atm on the first inflation. The procedure was completed with a sterling es 2mm. No patient complications were reported and the patient's status is okay.